Manufacturer narrative:
The plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (ug/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (ug/cm3)]. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2019, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal pain, abscess, seroma, removal, and bowel obstruction. Additional event specific information was not provided.

Manufacturer narrative:
H6: conclusion code remains unchanged. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: none provided. Implant procedure: repair of ventral incisional hernia. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/04301013, 15cm x19cm x 1mm thick, oval] implant date: (B)(6), 2008 (hospitalization (B)(6), 2008) ¿ (B)(6) 2008: (B)(6) medical center. (B)(6), md, resident in surgery. (B)(6), md. Preoperative diagnosis: incarcerated, symptomatic, ventral incisional hernia. Post operative diagnosis: incarcerated, symptomatic, ventral incisional hernia status post open and laparoscopic repair. Anesthesia: general endotracheal. Estimated blood loss: 100 ml. Complications: none. ¿ procedure: ¿the patient was consented for surgery and she was taken to the operating room where she was transferred to the operating table, laid supine, intubated, placed under general anesthesia and then prepped and draped in the usual standard fashion. She had a previous right side paramedian anterior incision and this scar was excised with a 15 blade scalpel in a vertical direction. Bovie electrocautery was used to sharply dissect down to the level of the anterior abdominal fascia. A large, incarcerated hernia sac was encountered with two separate anterior abdominal fascial hernias. Sharp dissection was used to dissect circumferentially around the hernia sac to separate it from the surrounding structures. The anterior abdominal fascia was opened slightly to allow for adequate dissection and the sac was mobilized freely from the anterior fascia without complications. At this point the entire hernia could be reduced into the abdomen, however, there was a moderate amount of anterior abdominal wall adhesions. These adhesions were sharply dissected and freed from the anterior abdominal wall and an adequate surface was created for mobilization of the fascia. Lateral skin flaps were created on both sides of the fascia to mobilize the fascia for a tension free repair. Prior to closing the fascia a 19 x 15 cm piece of vicryl mesh was brought onto the operative field, sutures were placed in all four quadrants and this mesh was placed in the midline through the midline. A 5 mm port site was placed in the right upper quadrant under direct vision without evidence of trauma to the bowel. At this point the midline fascia was closed in standard running fashion with #1 prolene suture which provided excellent tight fascial closure without tension. The abdomen was then insufflated through the 5 mm port site and diagnostic laparoscope was placed into the abdomen. A small amount of adhesions were dissected free from the anterior abdominal wall and clear visualization was made of the vicryl mesh in the abdomen. Three additional port sites were placed, all 5 mm in size, the left upper, left lower and right lower quadrants. The mesh was mobilized and positioned in appropriate placement. The mesh was anchored through the sutures with the laparoscopic grasping device superiorly, interiorly and laterally to the right and left and brought up to the anterior abdominal wall in a tight position. At this point the laparoscopic tacker was used to tack the mesh circumferentially to the anterior abdominal wall without space for free mobilization of the mesh or any gaps through which bowel could be trapped. After adequate fixation of the mesh all laparoscopic port sites were removed under direct visualization and insufflation of the abdomen was released. The midline incision was closed with interrupted vicryl sutures in standard fashion for deep layers and a single layer of running 4-0 vicryl at the skin. All port sites were closed with single, interrupted vicryl sutures. Sterile dressings were applied prior to awaking the patient from surgery. She tolerated the procedure well and was taken to the recovery room in stable condition. Dr. (B)(6) was present and scrubbed for all key portions of this operation .¿ ¿ (B)(6) 2008: (B)(6) health. Implant record. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 04301013. W.l. Gore & associates. Expiration: 3/22/2009. Size: 15cm x 19cm x 1mm . ¿ (B)(6) 2008: (B)(6) health. Implant record. Permasorb laparoscopic 98cm. Disposable fixation device. 12 absorbable fasteners. 12t, 38cm. Ref: 0113092. Lot: cvrj0012 . ¿ (B)(6) 2008: (B)(6) medical center. (B)(6), md. Discharge summary. Admitting diagnosis: incarcerated ventral incisional hernia. Discharge diagnosis: incarcerated ventral incisional hernia. Operation: open and laparoscopic repair of incarcerated ventral hernia. ¿the patient is a 51-year-old female referred by dr. (B)(6) with abdominal pain and a bulge in her mid abdomen. He had tried to colonoscope her on several occasions but could only get around as far as the bulge. The patient had a gallbladder through a right paramedian incision done several years ago and had a large hernia through that incision. She has had numerous laparoscopic procedures for endometriosis. Has a history of diabetes, history of fibromyalgia. On the day of admission the patient was taken to surgery where she underwent laparoscopic and open reduction and repair of ventral hernia. Operation uncomplicated, tolerated it well. Postoperatively she did fine. Due to her fibromyalgia she was little slow to progress; however, by the fourth postop day she was ready for discharge. At the time of discharge she was eating well, bowels were moving without difficulty. Full discharge instructions were given. To return to see us in the office in a week .¿ relevant medical information: ¿ (B)(6) 2018: associates in surgery, pa. (B)(6), md. Office visit. History of present illness: ¿the patient is a 61 year old female who presents with abdominal pain. Patient complains of increasing abdominal pain. Was seen in ER and CT scan was done. Gastrointestinal: present - abdominal pain, diarrhea, indigestion and nausea. Weight 196 lbs., height 65 inches. Bmi: 32.62. Palpation and percussion of the abdomen reveal - soft and non tender.¿ assessment and plan. Continuous right lower quadrant pain. Impression: will do lar resection for chronic diverticulitis and will likely need to remove old mesh. May need temp ostomy, see above for further details .¿ - subjective transcription: ¿(B)(6) comes in. She it at her whits end, she can no longer deal with the pain of her belly. We did a colonoscopy but we weren't able to get all the way around due to an extremely redundant colon, we then did a completion barium enema which showed a very redundant and tortuous patulous colon. She has been to the ER a couple of times now. Most recently 3 days ago where a CT scan was done showing chronic diverticulitis. At this point (B)(6) absolutely is no longer able to tolerate her abd discomfort. She is ready for surgery. I have told her this was going to be a difficulty operation. I have told her that it has risk for enastomatic leak of about 10% and perhaps even higher with her. We talked about the potential need for a diverting ostomy. She also understands that we will more then likely have to take out that old mesh which is most likely a two piece mesh. She understands that we will probably leave her wound partly open. I have told her to expect 3-5 days in the hospital and perhaps as a long as 10. She understands that she will wake up with a folly [sic] and maybe some jp drains. We will give her a full antimicrobial and mechanical bowel prep. She understands that she will have a much shorter colon when we are done.¿ ¿ (B)(6) 2018: (B)(6) medical center. Inpatient hospitalization. - operative report. (B)(6), md. Low anterior resection, splenic flexure takedown. - preoperative and postoperative diagnosis: recurrent diverticulitis. Anesthesia: general. Estimated blood loss: less than 50 cc. Specimen: sigmoid colon and anastomotic doughnuts. - findings: chronic diverticulitis. - wound classification: 2 - clean¿contaminated. - procedure: ¿a history and physical was preformed. Informed consent obtained. Patient brought to the operative suite where general anesthesia was induced followed by an uncomplicated intubation. The anterior abdominal wall and pelvis area was prepped and draped isolating in a sterile field. Lithotomy position was assumed. A midline skin incision was made below the umbilicus and soft tissue taken down to the rectus anterior sheath which was then incised. This was done and directly in the midline. Peritoneal layer was opened in the abdominal cavity proper entered. Adhesions to the sigmoid colon were gently taken down with both blunt and electrocautery dissection to mobilize the entire segment of the sigmoid colon down to the pelvic brim. A stapling device was then used to transect the distal sigmoid to rectum junction. Harmonic scalpel was then used to remove the mesentery and the sigmoid colon up to the descending colon sigmoid colon junction. Electrocautery was then used to mobilize the descending colon and the splenic flexure to allow for lengthening of the descending colon. A stapled 29 mm anastomosis was then performed between the descending colon and the rectal stump. This was done through the descending colon. The defect created to allow for placement of a stapling device was closed with interrupted absorbable suture. A foley catheter with large balloon was then inserted transrectally and betadine tinged saline was used to insufflate the rectal anastomosis and the descending colon colporrhaphy site. There is no evidence of extravasation of betadine saline. All the saline was then released. The mesenteric defect was then reapproximated to minimize potential for internal hernia. There is excellent hemostasis. Long and short acting anesthetic were both infiltrated into the surgical site. Peritoneum was closed with a running layer of absorbable suture. Fascia was closed similarly. Skin was brought together with interrupted nylon sutures. Gauze was packed in the interval spaces. Bioclusive bandage was then applied. Foley catheter will need to be left in due to bladder manipulation. Patient was then allowed to recover from anesthetic and was sent to the holding area having tolerated procedure well .¿ ¿ (B)(6) 2018: (B)(6) medical center. (B)(6), md. Surgical pathology report. - diagnosis: colon, labeled as ¿sigmoid¿, partial resection: sigmoid colon (12 cm) with diverticulosis viable surgical margins. - microscopic examination: ¿examination of the slides shows viable surgical margins with colonic mucosa showing a normal -appearing mucosal layer and mildly thickened muscle layers. Benign anastomotic donuts are present showing no significant histopathologic changes. Mucosal outpouchings are seen within pericolic fat.¿ - site of specimen: sigmoid colon partial resection. - clinical information: diverticulitis. - gross examination: the specimen consists of a partial resection of large bowel containing attached mesenteric fat. The specimen measures 12 cm in length, is pink -tan in color and surrounded by fat on two-thirds of its surface. Two stapled margins are present. The stapled margins are on either end and measure approximately 2.8 cm. The average thickness of the bowel segment is 2.8 cm. Also included in the specimen container are mucosal fragments measuring 3 x 3 x 1 cm in aggregate. The specimen is opened revealing multiple diverticula entering the mesenteric fat. Representative sections are submitted in six cassettes.¿ - a1. Anastomotic donuts. A2 & a3. Margins. A4 & a5. Diverticula. A6. Normal bowel mucosa . ¿ (B)(6) 2018: (B)(6) medical center. (B)(6), md. Discharge summary. Admission diagnosis: right lower quadrant pain. Discharge diagnoses: diverticulitis, uncontrolled type 2 diabetes mellitus, hypertension, neuropathy, hypothyroidism. Disposition: home. ¿patient is a pleasant 61-year-old female with recurrent diverticulitis. She had failed outpatient management. She was brought to the hospital where an uncomplicated low anterior resection was performed. Her postoperative course was entirely uneventful. She began having flatus on postoperative day #1. On postoperative day #2 she had liquid bowel movements. She was given a soft diet which he tolerated well. On the morning of postoperative day #3 she continued to have bowel movements was doing quite well. She was eating her food without difficulty. She was ambulating in the halls. Her incision looked good with no evidence of infection cellulitis or wound discharge. Her abdominal exam was similarly benign. At that point it was felt that she maximize her inpatient benefit and she was discharged home. I did spend some time discussing with her signs and symptoms of any potential complications. I gave her verbal wound care instructions. She understands she needs to see me in 2 weeks for suture removal and wound check. She has access to my office number should any concerns develop .¿ explant preoperative complaints: ¿ (B)(6) 2019: (B)(6) medical center. (B)(6), md. Indications: ¿this is a 61-year-old female who had been seen in the office prior to this operation for persistent abdominal pain. She had a history of prior ventral hernia repair at an outside hospital using mesh. She had persistent pain and discomfort. She underwent a CT scan that showed a peripherally calcified mesh with fluid within the calcified mesh with fat stranding and calcification in the fat. This is concerning for seroma or possibly infected fluid collection. There is no obvious recurrent hernia. There is no bowel involvement. She was seen in the office several times and had the persistent abdominal discomfort located over the mesh. After explaining the risks, benefits, and alternatives of removal of the mesh, and repair of the hernia after removal of the mesh, she signed informed consent .¿ explant procedure: explantation of abdominal wall mesh. Ventral hernia repair with underlay strattice mesh. Prevena negative pressure wound therapy greater than 50 sq cm. Implant: strattice16 x 20 cm underlay mesh. Explant date: (B)(6), 2019 [hospitalization dates (B)(6), 2019] ¿ (B)(6) 2019: grand (B)(6) medical center. (B)(6), md. Assistant: (B)(6), md, pgy-5. Operative report. Preoperative and postoperative diagnosis: abdominal wall mesh seroma, possible abscess. Anesthesia: general. Estimated blood loss: 25 ml. Specimens removed: explanted mesh. Complications: none. Drains: 24-french jp. ¿ procedure: ¿the patient was taken back to the operating room. She was placed in supine position. Anesthesia was induced without difficulty. The abdomen was prepped and draped in usual sterile fashion. Foley catheter was placed by nursing staff. Scd's were on and functioning. Preoperative antibiotics were given. A time-out was performed at this time. Began the operation by performing midline incision over the upper midline incision extending down towards the umbilicus and this was overlying the previous mesh. We carried this dissection down through the subcutaneous tissue. We were able to dissect down through and locate through dissection the mesh. We were able to dissect through the mesh at the midline and we were able to dissect into the peritoneal cavity safely. There was no bowel involvement with the adhesions. There were some adhesions involving the preperitoneal fat and omentum that were dissected in combination of blunt dissection and using electrocautery. The mesh itself was heavily calcified. After it was excised from the surrounding abdominal wall circumferentially, it was removed and sent to pathology. It remained intact and it appeared to have contained fluid within the capsule. We did not enter the capsule or open it. The mesh was sent as the same way it was removed to pathology. Following this, we ensured hemostasis. We performed irrigation and examined the abdominal wall on either side. The retrorectus space appeared to be scarred and not amenable to placing mesh likely secondary to dissection from her previous surgery. Due to this and inability to really advance the posterior fascia or recreate the retrorectus space, we used the underlay strattice mesh. This was 16 x 20 cm perforated strattice mesh. We reapproximated this underlay fashion using circumferential 1 prolene sutures 1 cm apart. We placed all sutures initially and secured with hemostats and then tied up circumferentially by maintaining the tension onto the abdominal wall. Irrigation was performed again. There was adequate coverage circumferentially and good hemostasis. A 24-french jp drain was then inserted through the left side of the abdomen and placed over the mesh. The anterior fascia was then reapproximated using a running #1 pds suture. The wound was then closed in layers using 0 monocryl for the subcutaneous tissue and deep dermis. The skin was then stapled. Quarter-inch iodoform packing was loosely placed in order to aid in drainage of any possible seroma that could form. Prevena was then placed greater than 50 sq cm and secured to negative suction. Once this was completed, this concluded the operation. Jp was placed to bulb suction. The patient tolerated the procedure well, recovered from anesthesia without difficulty. All instrument, needle, and sponge counts were correct at the end of the case x2. Dr. (B)(6) was present for the entire operation .¿ ¿ (B)(6) 2019: or notes. (B)(6), rn. ¿the mesh was taken to pathology and (B)(6) in pathology was instructed to keep mesh in case there was a reason to pursue this mesh later by the family per the son .¿ ¿ (B)(6) 2019: (B)(6) medical center. (B)(6), md. Pathology report. - ¿final diagnosis: soft tissue and mesh, extraction. - dense fibrosis with foreign body giant cell reaction to polarizable foreign material. - benign fibroadipose and fibrovascular connective tissue consistent with hernia sac. - gross description: - explant mesh and sac. Received is a portion of mesh, which measures 13 x 6.5 cm. Fragments of attached soft tissue are noted. One end has a sac-like configuration. A representative portion of the soft tissue is submitted. The sac contains hemorrhagic brown-tinged fluid. Representative portion is submitted. - clinical history: abdominal pain. - tissues: abdomen, explant abdominal mesh and sac .¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. C1: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.